Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer states they were trying to enter a bolus and the numbers began scrolling. Afterwards the pump became unresponsive and alarmed button error. There were no significant events leading to the alarm. The customer blood glucose level at the time was 187 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.